Event description:
Customer was having problems with sporadic ammonia results and provided 2 pt examples: tested on (B) (6) 2009, initial result 13.8, repeat 126.9 umol per l. Same sample repeated on the other c6000 gave 13.2 umol per l. The result of 13.2 umol per l was reported out. Customer stated all ammonia samples are run on both instruments and no erroneous results were reported.

Event description:
Customer was having problems with sporadic ammonia results and provided 2 pt examples: initial result 146.0, repeat 87.9 umol per l. Same sample repeated on another c6000 gave 91.4 and 87.1 umol per l. The result of 91.4 umol per l was reported out. Customer stated all ammonia samples are run on both instruments and no erroneous results were reported.

Manufacturer narrative:
The field service representative determined the cause to be a possible reagent probe 1 was not being internally washed properly. He found the volume dispensed was less than the required 100 ml. He replaced valve sv17 for reagent probe 1 and exchanged ultrasonic mixers r2 and r3 to help identify the problem. He verified water flow for reagent probe 1, ran precision check on ammonia and had customer run all controls to verify analyzer performance.

Manufacturer narrative:
The field service representative determined the cause to be a possible reagent probe 1 was not being internally washed properly. He found the volume dispensed was less than the required 100 ml. He replaced valve sv17 for reagent probe 1 and exchanged ultrasonic mixers r2 and r3 to help identify the problem. He verified water flow for reagent probe 1, ran precision check on ammonia and had customer run all controls to verify analyzer performance.